Event description:
The customer reported that following a stent procedure in 2003, a vasoseal elite was deployed without incident. The pt was taken back to the intensive care unit without incident. Shortly after returning to the ICU, the pt's systolic blood pressure dropped. IV fluids were given and one unit of packed red blood cells were given for a decrease in the pt's hemoglobin and hematocrit. A CT scan of the abdomen and pelvic area and a spiral CT were performed and confirmed presence of a retroperitoneal hematoma. The pt was stable following the transfusion and was discharged two days later. No further complications were reported.